Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Result the complaint of ¿invalid impedance¿ was not confirmed. The octrode leads and extension were returned in good condition and passed continuity and stress testing. As received, some of the rj45 connectors on the cables were cracked. However, when functionally tested, the cables passed continuity and stress testing on all channels. The field scenario was created by connecting the returned leads, extensions and trial cables together and checking continuity. Continuity passed in all cases. No physical or functional anomaly was observed that would contribute to the reported complaint of invalid impedance. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2014-20498.reference MFR. Report# 1627487-2014-20500.

Event description:
Device 2 of 3 reference MFR. Report# 1627487-2014-20498 reference MFR. Report# 1627487-2014-20500

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2014-20498. Reference MFR. Report# 1627487-2014-20500.